Event description:
Vendor knows about interference caused by their fluid warmer on ECG monitoring during surgery. They have an improved unit that fixes problem, but they continue to ship the defective units.